Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction would likely be because maj-1430 kept being connected. However, it could not be surmised why e315 occurred under this connection status. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Olympus technical assistance center spoke with the customer, and it was discovered that the videoscope cable was plugged into the front panel of the video processor, after removing the videoscope cable this cleared the e315 error. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center had an unsupported scope error (e315). The issue occurred during an unspecified procedure. There were no reports of patient harm.